Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implant date: (B)(6) 2015, product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high unipolar thresholds, a lead warning for high impedances and a confirmed rv lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.